Manufacturer narrative:
Concomitant products: biomet ibex interbody spacer, pedicle instrumentation (implant: (B)(6) 2007; explant (B)(6) 2011); mastergraft allograft (implant: (B)(6) 2007). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on ¿ (B)(6) 2006 the patient presented at ER complaining of dizziness, blurred vision, nausea near vomiting, numbness and tingling in left hand digits two through five. Assessment: systems consistent with paroxysmal positional vertigo. On (B)(6) 2006 the patient presented at ER complaining of lower back pain lifting heavy object at work. On (B)(6) 2006 the patient presented at ER. Assessment: acute myofascial strain lumbar. On (B)(6) 2006: the patient presented at ER. Assessment: low back pain ¿ acute chronic; contusion ¿ lumbar. On (B)(6) 2006: the patient presented at ER complaining of chest tightness and unable to take a good deep breath, no pain. Assessment: dyspnea; bronchitis. Radiology report: chest xray shows mild degenerative disc changes at the mid and lower thoracic spine. On (B)(6) 2006 the patient presented for office visit. Office note indicates lumbar epidural steroid injection at l4-5 on (B)(6) 2006. On (B)(6) 2006 the patient presented for office visit. Office note indicates left l-5 and l5-s1 intraarticular facet joint injection on (B)(6) 2006. On (B)(6) 2006 the patient presented for office visit. Office note indicates left l3 through l5 facet joint nerve block on (B)(6) 2006. On (B)(6) 2007 the patient presented for office visit. Office note indicates left l3 through l facet joint nerve ablation on (B)(6) 2007. On (B)(6) 2007 the patient underwent transforaminal lumbar interbody fusion (tlif) at l4-5, using biomet ibex interbody 11mm spacer, l4-l5 bilateral pedicle instrumentation, rhbmp-2/acs, posterolateral fusion l4-5 and mastergraft allograft. Patient discharged two days post-op. On (B)(6) 2007 patient presented at office visit complaining of back and left leg pain. Office note: tender on rotation of left hip; negative contralateral seated straight leg raise on right. On (B)(6) 2007 patient presented at office visit complaining of leg pain. Office note: imaging demonstrates irregular shaped cyst in the left lateral recess at l4-5. On (B)(6) 2007: patient complained of left leg pain. On (B)(6) 2007 patient underwent lumbar laminotomy revision and decompression l4-l5 fusion exploration. On (B)(6) 2007 patient complained of paresthesias down left lower extremity and incisional discomfort, but improved. On (B)(6) 2007 patient complained of worsening low back pain and spasm and return of preop left leg pain. On (B)(6) 2007 patient complained of worsening of symptoms; low back pain and bilateral lower extremity symptoms. On (B)(6) 2007 patient complained of increased back pain when sitting and standing any more than 30 min. On (B)(6) 2007 patient complained of back pain and leg symptoms, pain directly over the knees and some weakness. On (B)(6) 2008 patient complained of worsening symptoms especially back and left lower extremity; coldness in left foot. On (B)(6) 2008 patient complained of back pain in medial and lateral thigh, and left lateral and medial calf. CT scan demonstrates bone growth at the laminotomy site. On (B)(6) 2008; h<(>&<)>p report reveals CT scan demonstrated mark bony growth in the left l4-5 foramen. Op report: left l4-5 facetectomy, decompression of l4 and l5 nerve root. Indications for procedure: significant leg pain, found large cyst that was decompressed, leg pain again, large overgrowth of bone causing significant root compression. On (B)(6) 2008 patient complained of low back pain with numbness; muscle spasms. On (B)(6) 2008 patient complained of low back pain, left lateral thigh pain to the knee; intermittent weakness and resistance in the left knee with paresthesia; radiating pain from left low back up to thoracic region and left shoulder girdle; neck discomfort. On (B)(6) 2008 patient was seen for office visit. Office note indicated intra-op finding of bone wrapped around nerves. On (B)(6) 2008 patient complained of low back pain with bilateral lower extremity pain, intermittent spasm in left lower extremity; pain in upper extremity. On (B)(6) 2009 patient complained of low back pain radiating into left buttock and left thigh. On (B)(6) 2009 patient complained of low back pain and left lower extremity symptoms unchanged. On (B)(6) 2009 patient was seen for office visit. Office note indicates patient underwent a spinal cord stimulator trial which made symptoms worse, so it was removed. On (B)(6) 2009 patient complained of increased low back and leg extremity pain with onset of cold, damp weather; cramping. On (B)(6) 2009 patient complained of pain radiating into left buttock, groin, medial thigh, knee. Office note indicates lumbar xrays show neural foraminal stenosis at l3-4, decreased disc space height at this level and anterior spur formation; anterior spur formation decreased intervertebral disc space height at l2-3. On (B)(6) 2009 patient seen for office visit. Office note indicates post left l3 selective nerve root block on (B)(6) 2009. On (B)(6) 2010 patient seen for office visit. Office note indicates post repeat left l3 selective nerve root block on (B)(6) 2009. On (B)(6) 2010 patient complained of continued back pain. On (B)(6) 2010 patient underwent lumbar epidural steroid injection at l2-3 per office note dated (B)(6) 2010. On (B)(6) 2010 patient complained of continued low back pain. On (B)(6) 2010: continued low back pain. On (B)(6) 2010 patient seen for office visit. Office note indicates images show small diffuse protrusion with facet arthropathy and mild spinal stenosis at l2-3. L3-4 facet arthropathy with diffuse disc protrusion and small left extra dural defect indenting the thecal sac. On (B)(6) 2010 patient complained of left leg pain. On (B)(6) 2009, (B)(6) 2010 patient underwent left l3 diagnostic selective spinal nerve block. On (B)(6) 2010 patient complained of low back and hip pain. On (B)(6) 2010 patient complained of leg pain. On (B)(6) 2010 patient complained of low back pain and left lower extremity radicular symptoms. On (B)(6) 2011 patient underwent l3- laminectomy/decompression; hardware removal; l4/5.